Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation in progress.

Event description:
It was reported that the device's cassette sensor is defective. There was no patient involvement, the event occurred during testing.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and the reported issue was confirmed. The latch lock flex sensor was not functioning, and therefore the identified cause of the device sensing failure. The flex sensor was replaced to address this issue, and the device then passed all testing.